Event description:
It was stated that buttons on the insulin pump were not responding. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the liquid crystal display board. Unable to verify the frozen display due to the blank display.